Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4: batch # a9cr7a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please confirm the product code for the second device that ¿got a clip jammed in the jaws¿ for the ¿first clip applier handle was very stiff and clips were difficult to apply¿ also has any other failure such as: did device fire malformed clips? Did device fire scissored clips? If other, please specify" investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no damage in the external components; upon visual inspection, three(3) clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, eleven(11) clips were found inside the clip track no conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip jammed in the jaws and could neither open or shut. No patient consequences.